Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2019-00051. Reference exemption number e2017029.

Event description:
It was reported that the plate was removed due to patient condition.

Manufacturer narrative:
Neither device material number nor lot number was identified; therefore calculation of complaint rate, review of device history records and review of risk file was not possible. The root cause for the failure cannot be determined since neither material number nor lot number were provided, and the device was not returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.